Event description:
During two separate cardiac surgical procedures, the ethicon suturing material broke.

Manufacturer narrative:
It was reported that the suturing material included in custom surgical packs broke during two separate cardiac procedures. It occurred when a vein was being grafted to the heart. No pt injury resulted. Another suture was obtained and the procedures continued. Ethicon is the manufacturer of the suturing material and will be notified of this issue. They will conduct an investigation and determine if any corrective action is indicated.